Event description:
The director of critical care stated that a nurse (rn) connected a secondary intravenous administration set to the primary set at the injection site below the infusion pump, rather than at the injection site above the pump. As a result, the pt received a dose of 40meq potassium chloride too rapidly; and the pt had a cardiac arrest. The pt was resuscitated and reportedly did not have any sequelae from the event. The director stated that at the time of the event, the pt had been in the intensive care unit for 21/2 months with multi-organ failure. Approximately 6-8 weeks after the event, the pt expired from complications unrelated to the event.